Event description:
The initial attorney report alleged pain, substantial medical treatment, scarring, disfigurement, permanent and severe injury after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - pt underwent repair of incarcerated ventral hernia with composix kugel.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recall composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney alleges several complications however the medical records only include the operative report from the time of implant. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, it appears the mesh remains implanted. With the currently available info, no conclusion can be drawn.